Event description:
It was reported that the pt (B)(6) lost stimulation. Additionally, it was reported that the pt's charger and programmer were unable to communicate with the ipg. In turn, the physician explanted and replaced (with a different model) the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.